Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the sleeve falls off of the needle on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The photos were evaluated, and no defects were observed in the photos. Additionally, 10 retained samples underwent functional tests to assess the device's functionality. All the samples passed the tests, showing no evidence of side pierced sleeves, poor sleeve recovery, sleeve leakage, or sleeve fall off during the testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve fall off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the sleeve falls off of the needle on an unspecified number of units. No adverse impact was reported regarding the patient or user.